Manufacturer narrative:
The referenced psd-60 was not returned to olympus medical systems corp.(omsc) for evaluation. The facility continued to use the psd-60, therefore, it was considered that the psd-60 did not have any malfunction. According to the literature, it is known that while an electrical surgery, high frequency current is rectified and it produces direct current pulse. Also, it is known that muscle stimulation is attributed to the direct current pulse. Furthermore, above phenomenon is attributed to a discharge between a patient and an endo-therapy device due to inappropriate handling by a user. Also, according to the literature, it is known that muscle may be stimulated by a high frequency current if there is an adhesion adjacent treated area. It was considered that the patient felt the sense of numbness due to the muscle stimulation above mentioned. Olympus stated the appropriate handling of the psd-60 and the notice regarding the muscle stimulation in the instruction manual. The exact cause of the reported phenomenon cannot be conclusively determined, however it is considered that this phenomenon is attributed to inappropriate handling by the user and/or the patient¿s condition. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the therapeutic colonoscopy, the patient felt a sense of numbness three times. The facility changed the psd-60 to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.